Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Additional information not related to the malfunction/issue was the cooling fan always active on the device. The device was sent to a third-party service center for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.

Manufacturer narrative:
The bipap a40 pro (98547775) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.